Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and was physically investigated. During physical investigation, a catheter was received with the broken helix inside the catheter. The tube was found broken at 6 cm from the tip of the catheter. The broken part of the helix was looking out 2 cm from the hole in the tube. The helix was found broken at 6.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly broke. It was further reported that the internal spring allegedly separated from the head end of the catheter. Furthermore, it was reported that the separated catheter was allegedly ruptured in the patient's aorta. However, the current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photo were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly broke. It was further reported that the internal spring allegedly separated from the head end of the catheter. Furthermore, it was reported that separated catheter was allegedly ruptured in the patient's aorta. However, the current status of patient is unknown.